Manufacturer narrative:
Investigation in process, but not yet completed.

Event description:
It was reported that during the use of the device for a non-clinical activity, the plastic clip which connects the venous line to the transducer was broken. There was no patient involvement.